Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor alarm. Customer's blood glucose at time of incident was unknown. Customer stated the alert appeared during change of infusion set. The customer stated the drive support cap is sticking out. Customer does not recall pressing the support cap while being connected. The customer was advised to revert to a backup plan.